Event description:
It was reported that ever since the left implantable neurostimulator (ins) was implanted it had been ¿moving around in their body¿ and ¿shifted around a lot.¿ the patient stated that the last time they saw the healthcare professional (hcp) the hcp told her ¿it was pulling on the wire and that it moved.¿ the patient noted that the ins had been moving around ¿since day one.¿ the patient was (B)(6) and it ¿protruded a lot.¿ the patient stated that their family member noticed the ¿other day¿ that they were ¿moving more than [the patient] used to.¿ the patient checked the box on the left side and observed the error message of ¿b 0.00v.¿ the patient stated that the left side they observed ¿the on okay but then at the bottom a b and then 0.00 next to it.¿ it was noted that a problem with the patient programmer was reported. The patient first noticed the b 0.00v one day prior to report. The patient stated they felt ¿electricity in their body¿ and that ¿some of the probes on the left side were bad and they were the reason for that tinglings.¿ the patient was redirected to the hcp. It was further reported that the patient had a group b. The issue would be discussed with the patient and hcp. Additional information received reported that the patient was seen at the clinic on (B)(6) 2013. It was noted that the b 0.00v was not an error code. Rather, the group b was at 0 volts. It was noted that the patient¿s therapy was turned off. It was turned back on and the patient felt better. It was noted that the irritation from the stimulator should reduce as scar tissue developed. The hcp was not going to do anything until they observed how it healed. Additional information received reported that the hcp was not concerned about the movement and noted that it was still healing. It was noted that they could revisit the issue in a couple months if it was still bothersome.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3387s-40, lot# va05gwd, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3387s-40, lot# va07hh8, implanted: (B)(6) 2013, product type: lead. Product ID: 748351, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va07hh8, implanted: (B)(6)2013, product type: lead. (B)(4).